Event description:
The pt's mother reported that four or five months ago fluid had built up slightly on the side of his pump, and was drained by his hcp. The fluid build-up recurred. At the time of the call, the fluid had built up on top of the pump and the area was draining. She reported she was instructed by her refill hcp to consult a specialist for the fluid. The hcp reported that starting in 2007, an area of redness and inflammatory changes were noted over the pt's pump access port. His skin was very thin, although there was no drainage or skin breakdown. The pt was given antibiotics and was evaluated by a surgeon; the area of inflammation improved over a 2 week period of time. The hcp reported that in six months later, the symptoms returned and rapidly worsened. The pt was evaluated the same month, placed on antibiotics, and a consult was arranged with an implanting physician. A culture was done (date unk) and was positive for staphylococcus aureas. The pump pocket broke down and the pump protruded through the skin. The pump was explanted and the pt was treated with IV antibiotics. A new pump was re-implanted the following month. The pump was used to administer compounded baclofen.